Event description:
International affiliate reports that during final tightening of set screws, the surgeon had difficulty tightening the screws using the viper2 final tightener shaft due to wear of the instrument tip. The same difficulty occurred with a moss miami final tightener during the same procedure. Both tighteners were replaced with like products. However, as a result of the difficulty, surgery was extended by sixty five minutes. See mfg medwatch report# 1526439-2012-00077 for the moss miami final tightener that was involved in this event.

Manufacturer narrative:
Depuy spine has requested return of the viper2 final tightener shaft for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Johnson & johnson mdd confidential 3 of 4 examination of the returned final tightener found the flutes on the distal tip of the instrument were partially flattened with areas of material displacement on the most distal sections of the flutes. The sections of the flutes further inward were raised and undamaged. The instrument was tested for hardness and met spec requirements. Reviews of the device history record found no discrepancies. No definitive conclusions can be made. However, this partial flattening is indicative of the final tightener not having been fully inserted during set screw tightening. At this time, the complaint is considered to be closed.